Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned /non-emergency treatment the issue got occurred. The procedure was completed as planned by using equipment with collimator. It was reported to philips that the system's collimator had software issues, which can impact imaging. Review of the log file shows collimator driver configuration mismatch confirming issue with the collimator. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found problem with the software. To resolve the issue, fse replaced the collimator. The defective part was sent for analysis, for collimator no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned using the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's collimator had software issues, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.